Event description:
It was reported that the mobile app froze while the customer was delivering a bolus on their iphone. The recorded bolus was successfully initiated and completed on the pump, and the app remained paired after relaunch. There was no adverse impact to the customer's blood glucose level. The customer was able to re-launch the app successfully, and no further assistance was required.